Manufacturer narrative:
One catheter with attached monoject 1.0 cc limited volume syringe was returned for evaluation. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. No error message was observed on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 36.8 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.0 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of both pressure measurement issue and co measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that the pulmonary artery pressure was lower than expected and that co could not be measured during use. It is unknown if an error message was observed or not. The catheter was replaced and the problem was solved. Further details could not be obtained. Patient demographic information requested but unavailable. There were no patient complications reported.

Event description:
Additional information was able to be obtained. It was reported that the pap (pulmonary arterial pressure) and pawp (pulmonary artery wedge pressure) were lower than expected. The pap indicated on the monitor was 24mmhg and pawp was 8mmhg. These values were lower than expected. The shape of the waveform was accurate. The catheter was unable to measure ico and a co error message was shown on the monitor. The customer suspected a malfunction of the catheter. The catheter was removed from the patient and replaced with another. After the catheter was exchanged, pap showed 37mmhg and pawp was 24mmhg, which were the expected values. Ico values were able to be obtained. The patient was not treated based on the perceived incorrect value. Patient demographics were able to be obtained.